Event description:
It was reported that the device was being prepared to be used in an unknown procedure. The device was opened and the tech noticed the device was broken. The part is above the handle and appears detached. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and the device fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality using the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.